Event description:
The physician reported that the subject lead showed an insulation issue during the pacemaker exchange. Specifically, it was indicated that the when disconnecting the leads from the header the insulation slipped off the connector of the lead body. The surgeon dissected the lead connector from the lead for analysis. Furthermore, it was indicated that the serial number is no longer visible and not known.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported that the subject lead showed and insulation issue during the pacemaker exchange. Specifically, it was indicated that the when disconnecting the leads from the header the insulation slipped off the connector of the lead body. The surgeon dissected the lead connector from the lead for analysis. Furthermore, it was indicated that the serial number is no longer visible and not known.